Manufacturer narrative:
(B)(4)

Event description:
It was reported that a transmitter battery issue occurred. It was indicated that the patient used an expired product, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.